Event description:
Approx six months following the placement of two cypher stents, the pt returned for follow up. Repeat coronary angiography (with ivus) revealed a displacement type fracture in the angulated mid portion of the distal stent with in-stent restenosis. The pt was treated with a taxus stent. This pt was admitted with a silent myocardial infarction. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Urgent (within 24 hrs.) Cardiac catheterization was performed. Coronary angiography revealed single vessel disease. The target lesion is described as an eccentric, non-tortuous segment of the mid left coronary artery totally occluded with thrombus present. This de novo lesion had angulations of <45 degrees with mild calcification. Lesion length was 10-20mm. Timi of 0. It is unknown if the lesion was pre-dilated. A cypher 3.0 x 33mm stent was placed, followed by a cypher 3.0 x 28mm stent. It is unknown if post-dilation was performed. Highest balloon pressure was 16 atms. There were no procedural complications.